Event description:
The core universal driver was sent for service and during testing at the MFR, it was discovered that the handpiece oscillates when running in forward. There was no pt involvement and no adverse consequences associated with the device. This event is being remediated for running in the wrong mode.

Manufacturer narrative:
Corrosion damage was noted within the internal components of the device.